Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. Customer reverted to an alternate method of insulin delivery. Customer¿s blood glucose level was 225 mg/dl.